Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, undefined impedance, an impedance spike, and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.